Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances that measured to be greater than 125 ohms. The health care professional (hcp) called technical services (ts) inquiring about lead reprogramming options. The hcp noted that a commanded test was performed, and the results showed the rv lead delivered the commanded shock with a shock lead impedance of about 96 ohms and successfully converted the arrythmia. Ts discussed programming options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.